Manufacturer narrative:
The patients exact age was not reported, however it was reported that the patient is over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician grabbed a stone with a zero tip basket. It was reported that the basket got wedged in the tight ureter during an attempt to remove a stone. The physician attempted to laser the stone free from the basket, but in doing so, the laser broke the basket cage. It was reported that the physician did not use a camera, but utilized a semi rigid ureteroscope lense. Pieces of nitinol were noted to be in the ureter. The zero tip basket was removed and the patient was stented. The procedure was not completed at the time, and the patient was scheduled for further stone and nitinol pieces removal in 3 weeks time.